Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The insurance agent reported that the patient told them the therapy had stopped working after a fall. The agent wanted to know if the manufacturer would have a record and know when the patient¿s device stopped working. It was reviewed what could be done to check the implant. The agent was directed to follow-up with the healthcare provider to check the implant. The indication for use was complex regional pain syndrome type ii.